Event description:
The facility's biomed technician reported an infusion pump with failure code 812:02 on channel a during patient use. There was no report of patient injury or medical intervention required. The pump was programmed to infuse an unknown solution at 10ml per hour with 50 ml to be infused. Information was requested by baxter regarding tubing product code and lot number in use but no additional information was available. Additional contact information was requested but no additional contact was identified. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.